Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter tilt and perforation of the inferior vena cava (ivc).

Manufacturer narrative:
As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt and perforation of the inferior vena cava (ivc). The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product remains implanted and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis (dvt), myositis, fibromyalgia, arthritis, lyme disease, depressive disorder, anxiety, right sided low back pain (slipped discs), cervical spinal stenosis (slipped discs), tobacco use, seizures, recurrent headaches, hypertension, insomnia, sciatic nerve lesion, peptic ulcer, hyperlipidemia, emphysema, drug overdose, aspiration pneumonitis, chronic obstructive pulmonary disease (copd), left toe fracture (fx), lupus, cholecystectomy, rectovaginal fistula and right shoulder injury. The indication for the filter placement was a history of thrombosis of the left femoral vein and the need for open reduction and internal fixation of fractured toes. Displaced fx of the left 2nd and 3rd toes and non-displaced fx of the 4th toe after tripping over the dog. The filter was placed via the right common femoral vein. It was deployed under fluoroscopic guidance with the tip of the filter noted to be at the level of the renal veins. The patient tolerated the procedure well. The implant procedure was immediately followed by left foot surgery. The patient was discharged to home on the same day. Approximately three months post implant a sonogram of the left leg was performed for swelling of the leg, the results not nonocclusive dvt extending from the popliteal vein to the common femoral vein. Approximately nine months post implant a sonogram of the left leg was performed for swelling. Results noted echogenic thrombus in the common femoral, greater saphenous, femoral and popliteal veins. Approximately one year and one month the patient was seen for an earache after cleaning ear with a bobby pin. The patient was diagnosed with otitis media. The patient had a CT scan approximately three years post implant which showed no evidence of issues with the filter and since the patient is totally symptom free, they should not consider removing it. The results of the scan noted a minimal filter tilt, due to normal variation in the ivc course. The apex of the filter does no perforate the ivc. The filter is satisfactorily 15 mm below the right renal vein. The vertically oriented struts of the filter are anchored in place and minimally extend approximately 1-2 mm into the surrounding fat with no perforation into adjacent organs. The filter struts are intact without fracture, there is no stenosis and no migrated fractured strut. Additional information received per the patient profile form (ppf) states that the patient becoming aware of perforation of filter struts outside the inferior vena cava (ivc),tilt, blood clots, clotting or occlusion and device unable to be retrieved approximately two years and eleven months post implant. The patient indicated that there were no attempts to remove the filter. The patient also reported fear that the filter might cause more damage.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, a4, b4, b5, b6, b7, d1, d10, g2, g3, g6, h1, h2 and h6. As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt and perforation of the inferior vena cava (ivc). The patient reported becoming aware of perforation of filter struts outside the ivc, tilt, blood clots, clotting or occlusion and device unable to be retrieved approximately two years and eleven months post implant. The patient indicated that there were no attempts to remove the filter. The patient also reported fear that the filter might cause more damage. According to the medical records the patient had a history of deep vein thrombosis (dvt), myositis, fibromyalgia, arthritis, lyme disease, depressive disorder, anxiety, right sided low back pain (slipped discs), cervical spinal stenosis (slipped discs), tobacco use, seizures, recurrent headaches, hypertension, insomnia, sciatic nerve lesion, peptic ulcer, hyperlipidemia, emphysema, drug overdose, aspiration pneumonitis, chronic obstructive pulmonary disease (copd), left toe fracture (fx), lupus, cholecystectomy, rectovaginal fistula and right shoulder injury. The indication for the filter placement was a history of thrombosis of the left femoral vein and the need for open reduction and internal fixation of fractured toes. Displaced fx of the left 2nd and 3rd toes and non-displaced fx of the 4th toe after tripping over the dog. The filter was placed via the right common femoral vein. It was deployed under fluoroscopic guidance with the tip of the filter noted to be at the level of the renal veins. The patient tolerated the procedure well. The implant was immediately followed by left foot surgery. The patient was discharged to home on the same day. Approximately three months post implant a sonogram of the left leg was performed for swelling of the leg, the results noted nonocclusive dvt extending from the popliteal vein to the common femoral vein. Approximately nine months post implant a sonogram of the left leg was performed for swelling. Results noted echogenic thrombus in the common femoral, greater saphenous, femoral and popliteal veins. Approximately one year and one month the patient was seen for an earache after cleaning ear with a bobby pin. The patient was diagnosed with otitis media. The patient had a CT scan approximately three years post implant which showed no evidence of issues with the filter and since the patient is totally symptom free, they should not consider removing it. The results of the scan noted a minimal filter tilt, due to normal variation in the ivc course. The apex of the filter does no perforate the ivc. The filter is satisfactorily 15 mm below the right renal vein. The vertically oriented struts of the filter are anchored in place and minimally extend approximately 1-2 mm into the surrounding fat with no perforation into adjacent organs. The filter struts are intact without fracture, there is no stenosis and no migrated fractured strut. The product remains implanted and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and occlusive thrombosis within the filter and/or vasculature does not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. As the CT scan of the abdomen noted no perforation or tilt, except for the normal variation of the ivc, the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.